Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to lowering impedances and not sensing p waves through a pacing system analyzer. A new lead was successfully implanted in it's place without incident.